Event description:
Fifty seven year old female underwent prophylactic subcutaneous mastectomies in 1987 with silicone gel implants. The procedure was not performed at this reporting facility, thus the implant MFR is unk. The pt presents with implant malfunction with capsular contracture and pain. Gross exam: both implants are disrupted and exude material. Both capsules demonstrate fibrosis and chronic lymphohistiocytic inflammation.